Manufacturer narrative:
Product complaint # (B)(4). Investigation summar: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a non-conformance search for the provided lot number/product code combination was conducted and no reports related to the reported event were found.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Surgeon said the patient complained of pain months after their primary knee surgery. He thought they may have aeseptic loosening since they did not show any signs of infection. He removed all components and waited on cultures to make sure the patient was not infected and replaced implants with attune revision components. All components seemed to be cemented on well. Bone and cement were still on the flat part of the tibial tray. Sales rep did not observe any cement on the cone of the tibial component. No one mentioned their being any problems with our implants. It was unknown about surgical delay. Doi: (B)(6) 2022. Dor: (B)(6) 2024. Affected side: right knee.